Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety"). The patient was treated with surgery. Essure was removed in (B)(6) 2015. The reporter considered anxiety and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - had surgery, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety") and hypersensitivity ("I was allergic to them"). The patient was treated with surgery (medical device removal). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, anxiety and hypersensitivity outcome was unknown. The reporter considered anxiety, hypersensitivity and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - had surgery , anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case : event "I was allergic to them", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety") and device allergy ("I was allergic to them"). The patient was treated with surgery (medical device removal). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, anxiety and device allergy outcome was unknown. The reporter considered anxiety, device allergy and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - had surgery , anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.